Manufacturer narrative:
E1 patient city:(B)(6). Patient country :(B)(6).

Event description:
Reference number (B)(4). Event occurred in romania. On 04-july-2024, it was reported that patient faced infusion set leakage at site events. Infusion set was in use for 2 days. No further information available.